Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was off for approximately a week, and when the customer attempted to turn the pump back on it would not turn on. Tandem technical support requested that the pump be charged into a power source for approximately 1 hour. Although requested, no additional information on the reported issue was received. Customer's blood glucose level was not impacted.